Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 76-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The cp support that was initiated for approximately five minutes, when the pump came out of position. The pump could not be re-delivered across the valve and so the team replaced the pump. The second pump was placed but the patient coded and expired. The death occurred after over one hour of advanced cardiovascular life support (acls) measures and shock x15.

Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for investigation. Per the clinical information provided, the inserted pump jumped back across the aortic valve and the pump was unable to re-cross the valve. The root cause of the positioning issue was wireless re-access. The impella device is not indicated for wireless re-access.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided.

Event description:
Additional information noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.